Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps instrument broke. The molded plastic part and metal tip detached from the instrument and fell inside the patient's abdomen. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was nothing out of the ordinary noted. The surgeon was dissecting unspecified tissue when the event occurred and the instrument had been in use for about two to three hours. The surgeon did not notice any issues with the functionality of the instrument during a surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The instrument fragment fell inside the patient during an instrument tip collision. The fragment was retrieved laparoscopically by the first assistant. It was visually confirmed that all fragments were retrieved. The instrument was returned but the instrument sheath was removed and disposed of. No additional information is available. There are no images /videos available for isi review. The patient information is not available for review.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 1.00mm x 6.90 mm in size and was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent.